Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported event occurred due to a defective generator board. There has since been a design change to prevent reoccurrence. After a deeper investigation into the defective generator boards that have experienced an e433 error, it was concluded that the cause was a destroyed tr1 transformer. An improved generator board was subsequently introduced into production. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The customer reported to olympus, the high frequency unit "esg-400" had a broken main board and displayed error code e433 and resetting of the device does not clear the error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the device automatically restarts and shows error e433. This error is caused by a defective generator board. The generator board is not visibly damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.